Manufacturer narrative:
Results and conclusion summation- quality engineering reviewed the incident information. Angina, intimal dissection, and occlusion, as listed in the instructions for use (IFU) and product risk assessment, are known adverse events associated with the coronary stenting procedure. The relationship between the placement of the initial stent and the reported issues is unknown; however, no device issue was reported. The physician felt this pt may have been a better candidate for bypass surgery. There does not appear to be any indications of a stent delivery system quality problem.

Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: occlusion (possibly from dissection) requiring medical intervention. Device issue: none. It was reported that the vision stent was successfully deployed in the lad lesion. Later that same day, the pt experienced some chest pain and was brought back to the cath lab. The physician thought maybe the side branch was jailed. Angio of the lad revealed that the artery was occluded, apparently from a dissection/flap. A vision 2.75 x 12; stent was then placed distally and another vision 2.75 x 12 stent was placed in the proximal area. A powersail was used for postdilatation. The lad was reopened. The physician felt this pt may have been a better candidate for bypass surgery. No additional event or pt information is available.